Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 months post implant it was reported by the hospital that the patient underwent a pump exchange due to a "vad infection". The patient remains ongoing on the new lvad.